Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by MFR: the stent delivery system (sds) was received for analysis. A visual and microscopic examination found that stent was damaged at the proximal end. This type of damage is consistent with the stent meeting a resistance or an obstruction during the withdrawal of the device. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28-nov-2015. It was reported that crossing difficulties were encountered. The above 95% stenosed target lesion was located in the distal left coronary artery. A 2.25x12mm promus element drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.